Event description:
It was reported that during a post-operative examination following a tonsillectomy/adenoidectomy procedure, the patient presented with a small 4-5 mm hold in the soft palate. The surgeon alleged that this issue could be the result of a deficient controller. There were no further details provided regarding any further treatment plans or additional patient complications. Manufacturer is making on-going attempt to obtain more details.